Manufacturer narrative:
Investigation results: the fiber was returned broken into three pieces. The first piece measured approximately 56.5 cm from the top of the connector to the break. The second piece measured approximately 231.4 cm from the break to break. The third piece measured approximately 30.5 cm from the break and includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
A flexiva 200 laser fiber was investigated by boston scientific corporation on december 6, 2018. Results of the investigation, the laser fiber was returned broken into three pieces.